Manufacturer narrative:
The system logs were reviewed, but provided no additional information regarding the cause of the initially reported complaint. However, this behavior is consistent with the test track for unresponsive systems/unexpected exits. This issue has been documented in a medtronic navigation software anomaly tracking and trending database .

Event description:
A medtronic representative reported the navigation system became unresponsive during a functional endoscopic sinus surgery, prior to registering the patient. Rebooting resolved the issue and the surgery was successfully completed utilizing the navigation system. No harm to patient.